Event description:
It was reported that during implant attempt, there was impedance between 800 and 900. The lead was repositioned, and then the impedance increased to greater than 4500 ohms, with no capture, unacceptable thresholds, and an apparent fracture of the helix. Consequently, this lead was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The lead was received with the helix fully retracted. The distal conductor was distorted within the connector, and as a result, the helix would not extend or retract. Damage at implant. Primary analysis findings noted no anomalies found, lead functionally normal.